Manufacturer narrative:
Patient ID not provided/unknown. (B)(4) patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that an unknown handpiece connector did not retain the implant. The implant dropped during the procedure. The doctor did not place another implant in the same surgery. Tooth location 3.

Event description:
It was reported that the handpiece connector (mdr10) did not retain the implant. The implant dropped during the procedure. The doctor did not place another implant in the same surgery. Tooth location 3.

Manufacturer narrative:
Sections have been updated.

Manufacturer narrative:
One osseotite short implant was returned for inspection with a transfer mount but the handpiece connector was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates the implant dropped out from handpiece connector during the procedure. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.